Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI (di): (B)(4).

Event description:
The patient was implanted with 4 leads (from the same lot) as part of her axium neurostimulator system. It was reported a cerebrospinal fluid (csf) leak occurred during the implant procedure. The physician performed a blood patch. Postoperatively, the patient was asymptomatic.